Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that the system was not booting up. Upon troubleshooting, biomed found that there was an issue with m cabinet. To resolve this issue, rse instructed customer to replace host pc and os disk. Later, biomed asked rse regarding part number for the os disk and also supplied part for host pc and mentioned to close the case. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.